Manufacturer narrative:
Received 1 used silicone catheter only. The visual inspection noted that the funnel and inflation valve were cut off upon return and returned with the sample. The following sections of the catheter were reviewed for occlusions/ damage and/ or incorrect assembly: notch perforation, bifurcation section, inflate valve and no defects were observed. The information of the manufacturing lot number in the catheter valve was illegible. A functional evaluation was not possible due to the poor condition of the sample. Therefore, the reported event was inconclusive. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon could not be deflated. The patient was due to have their catheter changed suprapubically; however, the district nurses were allegedly unable to deflate the balloon. The patient was then seen in the urology clinic and the clinic was also unable to deflate the balloon or inflate the balloon any further. The balloon was eventually deflated by bursting the balloon with a needle through the supra-pubic site.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter balloon could not be deflated. The patient was due to have their catheter changed suprapubically; however, the district nurses were allegedly unable to deflate the balloon. The patient was then seen in the urology clinic and the clinic was also unable to deflate the balloon or inflate the balloon any further. The balloon was eventually deflated by bursting the balloon with a needle through the supra-pubic site.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon could not be deflated. The patient was due to have their catheter changed suprapubically; however, the district nurses were allegedly unable to deflate the balloon. The patient was then seen in the urology clinic and the clinic was also unable to deflate the balloon or inflate the balloon any further. The balloon was eventually deflated by bursting the balloon with a needle through the supra-pubic site.